Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting one event of false negative antibody screen using mts anti-igg gel cards on vision analyzer for a sample with previous history of positive antibody screen. According to customer, sample in question was tested on vision on (B)(6) 2018 for antibody screen. On initial screen on the vision analyzer, the camera flagged cell # 2 with a "?". Customer stated card was reviewed and changed to negative based on review. (No details on ID of antibody from previous history). However, because tech knew patient had a previous history of positive antibody, repeated antibody screen on sample again on vision. On repeat using the same lot # of cards and cells, the antibody screen was reacting 1+ with cells # 2. Testing performed with 0.8% selectogen screening cells and gel card lot # 112017001-03 exp 9/19/18. Issue started on: (B)(6) 2018 frequency: 1x. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Customer said they reviewed the list of medications the patient was taking. Tsc review reaction grading on the analyzer, but customer is very concerned with the initial negative result obtained and wants service on analyzer. After consult with technical advisor, it was recommended that service be dispatch to review operation of analyzer. Customer has implemented alternate lot of gel cards and will call back if needed. Fe contacted second level tsc for assistance with this complaint. Reviewed complaint and images attached to complaint. The vision analyzer resulted the reaction in the well correctly. Customer is concerned as they knew this patient previously had a positive reaction for this antibody test. Tsc instructed fe to perform a health check of the fluidics and run a temperature verification for the incubator as this test was performed in an anti-igg card using the heated portion of the incubator. Fe will call back if further assistance is needed. Service order (B)(4) completed: 04/25/18. Customer reported instrument placing anti-igg card in review rack with ?. When she reviewed the card, she determined it a negative. The patient has a known weak antibody so customer re-ran the sample. The instrument posted a +1 when repeated. Customer does not have manual gel station or tube testing. The fe verified incubator temps for both incubators and performed daily maintenance and pipa verification and passed. Customer was able to run samples with no additional issues. System verified and operating as designed. Instrument is operating as expected. No repairs needed. All required documentation will be given to the customer.